Event description:
It was reported that pump battery depleted faster than expected, causing need for more frequent charging for proper system use. There was no reported impact to the customer¿s blood glucose level. Technical support reviewed recent data showing daily battery drain and attempted to offer further troubleshooting, but customer declined additional follow up and no further actions were taken.